Event description:
Boston scientific received information that during a routine follow-up, swelling was noted around the implant site of this patient's system. The physician suspected there may be an infection. No intervention has been performed at this time and the patient will be seen for a potential revision procedure in the near future. The lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that surgical intervention was performed the patient¿s entire system was successfully explanted due to the infection. Some tissue was noted in the helix of the lead upon extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.